Event description:
It was reported while using bd cathena¿ safety IV catheter blood control malfunctioned and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: cathena threaded in fine, live needle came out, blood control not activated, catheter flushed fine after applying extension set. User exposed to needle and blood.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-mar-2023. H.6. Investigation summary: our quality engineer inspected the 1 photo sample and 1 used incomplete sample submitted for evaluation. The reported issues of safety shield activation failure (catheter) and leakage were not confirmed upon inspection and testing of the samples. Analysis of the sample photo showed that the safety mechanism was not activated, and blood was in the needle hub flashback chamber. The returned sample was inspected for any abnormalities or damages, and none were found. The safety mechanism was functionally tested, and the safety mechanism activated properly. The sample was not returned with its catheter unit so leakage testing could not be performed, so the defect could not be confirmed. Bd could not determine root causes of the failure modes since they were not confirmed during sample evaluations. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter blood control malfunctioned and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: cathena threaded in fine, live needle came out, blood control not activated, catheter flushed fine after applying extension set. User exposed to needle and blood.